Manufacturer narrative:
On november 17, 2022, during the functional testing, the drive train motor brake opens but it will not closed on the autopulse platform sn (B)(4). The root cause of the brake issue was the drive train motor failure, likely due to the age of the device. The autopulse platform was manufactured in 2017 and is 5 years old, reached its expected service life of 5 years. The drive train motor was replaced to remedy the brake issue. During visual inspection, crack load plate cover was observed, confiming the initial reported complaint. The observed physical damage appeared to be characteristic of user mishandling. The load plate cover was replaced to address the observed physical damage. A review of the archive data showed used advisory (ua)17 (max motor on-time exceeded during active operation).the motor was on too long during active operation and the autopulse did not reach the target depth within the specification in which is related to the drive train motor failure. Following service, the autopulse platform passed the run-in test without any fault or error. The autopulse platform passed the final testing without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no similar complaint reported for autopulse platform with sn (B)(4).

Event description:
On november 17, 2022, during the functional testing, the drive train motor brake opens but it will not closed on the autopulse platform sn (B)(4). No patient involvement.